Event description:
End user stated that the end user had lost their balance and fell on the wheelchair. User stated that the arm rest pad broke and the plastic cut the end user's finger. The end user further stated that they had to have a portion of the end user's finger amputated. Approximately 2 weeks following the event gangrene set into the finger. End user is scheduled for surgery. Dealer went to home of end user to pick up wheelchair for eval and when dealer arrived, the spouse of the end user stated that they had thrown away the broken arm rest pad. Dealer was only able to obtain wheelchair without the arm rest pad.